Manufacturer narrative:
As reported, the optifix straight fastener failed to fixate the mesh. Evaluation of the sample finds for bent guide wire and bent backup tabs. The device deployed broken fastener during the function testing. The reported event is known result of bent guide wire and bent backup tabs. The components are found to be bent from applied forces when in use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue.¿ note, the date of event (24-sep-2024) is provided as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic recurrent umbilical hernia repair the optifix straight device was used to fixate the ventralex patch. It was reported that the fasteners deployed were not fixated completely and removed the two fasteners that was fired. It was also reported that another optifix device was used to complete the procedure and there was no patient injury.